Event description:
During a balloon-assisted coiling of a right para-ophthalmic internal carotid artery aneurysm (balloon: 4 x 15mm hyperform (mti)), the detachment zone on the last coil stretched and ended up dangling into the parent artery (which is described as patient- "other" code in f10). The microcatheter was not reshaped prior to use, and a continuous flush solutionw as maintained through it. The coil had been repositioned 4 to 5 times, but with no significant increase or change in resistance during deployment or in the microcatheter. On the final deployment, it was noticed that the coil was not quite moving in a 1:1 ratio during advancement, but there was definite 1:1 movement during withdrawal. The physician noted that it was possible that the detachment zone stretching occured during withdrawal into the microcatheter, but he noted no change in resistance or 1:1 movement.